Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the front response button was intermittently non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor had non-functional response buttons.